Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and the right atrial (ra) lead exhibited under sensing and intermittent far field r-wave (ffrw). The right ventricular (rv) lead exhibited high thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.